Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that low flow alarms occurred after the patient ambulated to the bathroom and they would not stop. The patient's mean arterial pressure (map) was in the 80's to 90's mm hg and the patient complained of generalized pain. Log files were submitted for review and they captured low flow events beginning at 13:51:45 on 10jan2024. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm to a low of 2.1 lpm. Log files also showed that power decreased and pulsatility index became less variable. A computed tomography angiography (cta) was performed which revealed severe compression of the outflow graft by thrombus/bio-debris within the bend relief. It was decided that the patient be taken to the operating room (or) to have the acute and chronic thrombus burden surgically removed. The patient was started on three different pressors, but the patient became acutely hypotensive again. The left ventricular assist device pump speed was increased to 8000 rpm which improved flows immediately. The surgeon removed the debris and cut out approximately a 5 cm square of the bend relief. The flows returned to baseline in the 5 lpm range and the patient remained stable. Additional log files were submitted for review and they showed that the flows appeared to begin to stabilize with values above 2.5 lpm starting at 20:49:08 on 10jan2024.

Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: review of the submitted images confirmed an extrinsic outflow graft obstruction (eogo) which could have contributed to the low flow alarms confirmed through review of the submitted log files. The submitted controller event log files captured a decrease in flow on (B)(6) 2024 resulting in transient and sustained low flow hazard alarms. A slight decrease in power was also observed. The low flow events resolved after the stored patient speed was increased, which resulted in a sudden transient increase in flow and power. For the remainder of the files, flow appeared to gradually return to baseline values and the stored patient speed was returned to its original setting. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The account submitted three images for review, including a CT image which showed severe narrowing/compression of the outflow graft lumen beneath the outflow graft bend relief. The other images showed the debris that was surgically removed from the bend relief. These findings appear consistent with the report of an extrinsic outflow graft obstruction (eogo) between the outflow graft and bend relief. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.